Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient as they reported that the circumstances and steps taken to resolve the issue were unknown. Since the implant, they had to "tweak" the device only a small amount. As of now it did not even notice it was there. It was wonderful once again to have what it felt like to have a "normal" bladder. Patient's weight was reported. There were no complications or that no further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that they had a return of urinary symptoms. The patient noted therapy was on and increased the amplitude. The patient felt stimulation in the correct area and would see if this would resolve the issue. No further complications were reported or were expected.